Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 00596204010 articular surface size ef 10 mm height lot# 61712177, 00597206538 all poly petella standard cemented size 38 mm diameter 9.5 mm lot# 61587248, 00111214001 palacos r 1x40 single lot# 71034240, 00111214001 palacos r 1x40 single lot# 71024240.

Event description:
It was reported that the patient underwent bilateral knee surgery. Right knee is scheduled for possible revision in for pain and loosening of tibial component. Customer would like a recall check done and to be advised of the results. Customer has stated that no medical records or x-rays will be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Complaint could not be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. A summary of the investigation was sent to the complainant conveying absence of any recall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.